Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 800 mg/dl. The customer stated that she was sweating and had black outs. The customer was treated with manual injections and then released. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a low battery alarm. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. Instructed the customer to remove the cannula and it was not bent or occluded. Recommended the caller to switch the infusion set, reservoir, and insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.